Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons on her monitor would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the rear response button cable was detached from the connector. The cause for the non-functional response button is the detached cable. The root cause for the detached cable cannot be positively identified but is likely assembly error. Once the cable was re-inserted, the response buttons were fully functional. No adverse event resulted from the detached response button cable. The pt was issued a replacement monitor.